Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient developed a new wound at the new implantable neurostimulator (ins) location. This would also developed a pinhole and became infected. The patient used an antibiotic medication for 3 days, then saw the healthcare professional (hcp) to assess the wound, and the antibiotics was changed about a week before the removal. However, the new antibiotic medication caused side effects of diarrhea and acid reflux. The patient was changed back to the initial antibiotic. A week post-op, the patient was taking off antibiotics due to progress of healing. It was noted that the hcp chose to replace the ins with a smaller device and also implanted it deeper. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.